Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a disconnection of a (B)(4) set at the stopcock during an infusion of an unspecified fluid or medication. There is no report of patient harm.

Manufacturer narrative:
The customer reported a disconnection of a (B)(4) set at the stopcock during an infusion of an unspecified fluid or medication could not be replicated and confirmed. Functional, pressure and leak testing were performed without any failures. Dimensional testing was performed on the stopcock and the male luer of the proximal tubing portion of the set, both were found to be within manufacturers specifications. The root cause could not identified. No fault was found with the set.